Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited no sensing. The lead was no longer used and replaced. The patient was in stable condition post procedure.